Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer reportedly replaced the air and oxygen flow sensor assembly to address the issue.

Event description:
It was reported that the ventilator failed the air flow accuracy test. There was no patient involvement. The event date was not specified; estimate used.